Manufacturer narrative:
On 06/17/2016 a medtronic representative performed a navigation system check-out, software and hardware areas passed. Instruments test failed. Awl / probe / tap (apt) tactile awl tracking 3 millimeters superior in the sagittal view of the navigation system (synthetic lateral and trajectory 2 views). Removed the blue tera tracker from awl, re-attached, and re-verified. Failure resolved. System performed as intended. Medtronic representative noted that after re-seating the tera tracker the issue was resolved and accuracy was restored. It is likely the teratracker may have been seated incorrectly. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a transforaminal lumbar interbody fusion (tlif) spine procedure, and after drilling a burr hole, the surgeon alleged that the tactile probe and awl were inaccurate, in the superior direction ~3 millimeters. The surgeon made a plan with the passive planar and verified the bottom of the burr hole, however, when using the tactile probe, or awl, the software showed an inaccuracy. All instruments were re-verified, however, the issue persisted. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.